Event description:
It has been reported that the physician injected novielle gel in the nasolabial folds and marionette lines in 2008. The pt reports that they have developed hard, fluid filled seromas near the chin, red raised bumps in the injection area, and has experienced drainage from the area. The physician has prescribed prednisone, topical steroids and antibiotics.

Manufacturer narrative:
The device was not returned to the manufacturer, therefore, an evaluation to determine failure mode could not be conducted. Novielle voice gel is intended for vocal fold augmentation. The manufacturer's medical advisor has contacted the physician regarding the issue. The batch record for this lot has been reviewed and contains no abnormal manufacturing events. The complaint rate for this device is not considered abnormal. If additional information becomes available, it will be submitted in a supplemental report.